Event description:
A home patient received a system error 2240 message during their automated peritoneal dialysis therapy on their homechoice machine. In an effort to continue therapy, the home patient cycled the homechoice machine off/on several times, and started a new therapy session using the same supplies. The home patient then received a check lines and bags alarm during dwell 3/4 of their second therapy. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.